Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 383 mg/dl. The customer was released on (B)(6) 2012 after being treated, but continued to experience high blood glucose levels, and returned that same day. The customer experienced nausea, weakness and vomiting. The customer also lost consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.